Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2025.the site of detachment was quick release. No further information available.